Manufacturer narrative:
The investigation found no evidence to suggest that vitros eciq did not perform as expected. The patient sample was found to contain cellular material which could cause falsely elevated results. The sample was re-centrifuged and re-processed with expected results. The laboratory technician had not followed the lab's internal protocol of verifying that samples were clear and non turbid prior to testing. The vitros trop I es instructions for use, "specimen collection and preparation" section states that "samples should be thoroughly separated from all cellular material. Failure to do so may lead to an erroneous result." Additionally, the laboratory technician had not repeated the elevated result, per laboratory protocol, prior to reporting it. The root cause of this event is user error.

Event description:
The customer obtained an elevated, non-reproducible vitros trop I es result on a single patient sample on a vitros eciq during a sample correlation study. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The elevated result was reported, however, there were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)